Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented in clinic for a routine check-up, numerous inappropriate auto mode switch (ams) episodes were observed on the atrial sense amp channel. Myopotential oversensing on the device and environmental artifact were suspected to be the cause. The issue was not reproducible in the clinic with isometrics or pocket manipulation. Programming changes were performed. The patient was stable and will continue to be monitored with regular in-clinic follow-ups.